Event description:
It was reported that the transmission displayed incorrectly on the website. The website reportedly is converting "no measurement taken" into a value of zero. It was recommended that the patient be interrogated with a programmer to obtain the correct trend. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction: further review prompted a change in the device analysis results. The change is reflected in this report.